Event description:
It was reported the left side of the programmer screen doesn't work. Touch pen was replaced three times and calibrated without success. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: r2290 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed part of bottom left side of the programmer screen overlay was not working; overlay found out of electrical specification. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose. Floppy drive will not read disks; a spring was found stuck in the floppy drive. Keyboard latch was found broken and the system fan was noisy.